Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's reported via phone call that he was caught in a rain storm while wearing the insulin pump, and now the pump buttons were unresponsive. The patient's blood glucose at the time of incident was 403 mg/dl, which was treated with a bolus from his sister's insulin pump. Troubleshooting was initiated for the keypad anomaly. After the rain storm occurred, two of the customer's buttons became nonfunctional three hours later. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer. Four days later, his mother called on his behalf. The customer's buttons became responsive after the initial call, and the customer resumed normal pump use for the next three days. The customer woke up with a blood glucose of 140 mg/dl that morning. He received the replacement pump but did not remove it from the box.